Event description:
It was reported that the customer had high blood glucose levels all day. Customer does not have any infusion sets. Customer does not think the pump is delivering. Customer's blood glucose level was 513 mg/dl. Customer did not contact their health care provider for their high blood glucose levels. Customer does not have a back-up plan. Time and date were correct on the pump. Customer was assisted with bolusing. Customer bolused and will call back to finish troubleshooting since she has no supplies with her. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.